Manufacturer narrative:
The reported event could be confirmed, from the picture provided which shows the screw head only as the rest screw is still implanted. The device was not returned for investigation, but a picture was provided which confirms the breakage of screw head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "the event occurs in an osteosynthesis of the left distal radius. At the moment when the specialist decided to fix the branch of the plate with a 2.7 mm cortical screw, the head of the screw fractured despite the fact that all the technique correctly (2.0 mm drill with guide, measurer and screw with t8 screwdriver) the specialist was putting the screw and when giving the last turn with the screwdriver without any overload of force the screw fractured leaving the head of the screw stuck to the blade of the screwdriver and all of its stem inside the patient, the specialist decided to leave that screw and fix the plate with two other 2.7 mm screws, one locking and one cortical that work correctly."

Event description:
As reported: "the event occurs in an osteosynthesis of the left distal radius. At the moment when the specialist decided to fix the branch of the plate with a 2.7 mm cortical screw, the head of the screw fractured despite the fact that all the technique correctly (2.0 mm drill with guide, measurer and screw with t8 screwdriver) the specialist was putting the screw and when giving the last turn with the screwdriver without any overload of force the screw fractured leaving the head of the screw stuck to the blade of the screwdriver and all of its stem inside the patient, the specialist decided to leave that screw and fix the plate with two other 2.7 mm screws, one locking and one cortical that work correctly."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in patient.